Event description:
Litigation alleges patient had pain, stiffness, discomfort and weakness after asr hip implants. (10/23/2012) - patient fact sheet was received. The part/lot numbers have been updated. 01/03/2013 - patients operative records were received for their right hip. Records indicate necrotic tissue from corrosion wear was found upon revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).